Event description:
The manufacturer received information alleging a ventilator's display screen was blank. There was no harm or injury reported. The device was returned to the manufacturer's service center, and the customer's complaint was confirmed. The device's lcd screen needs to be replaced to address the issue. No repairs were performed. The device is to be scrapped.